Manufacturer narrative:
Product abuse.

Event description:
Consumer alleges he was in his bathroom when the caster wheel fell off, the chair tilted to the left causing him to fall out.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges he was in his bathroom when the caster wheel fell off, the chair tilted to the left causing him to fall out.